Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and found to have a broken pitch cable at the proximal end in the housing. The pitch cable was broken at the backend pulleys. The clamping pulley did not exhibit signs of corrosion/contamination/residue that would ha contributed to the broken cable. The instrument was found to have a broken pitch cable at the distal end.

Event description:
It was reported that the 8mm small grasping retractor instrument had a broken wire. No fragments fell into the patient. The procedure was completed with no reported injury.